Event description:
I used renu with moisture loc contact lens solution for about 3 years. On 04/20/06. I was hospitalized and diagnosed with fusarium keratitis. Currently I am taking anti-fungal eye drops. My cornea is scarred, my vision is seriously impaired at the time I was hospitalized but getting better during the anti-fungal therapy.